Manufacturer narrative:
(B)(4). Service was cancelled by the fse.

Event description:
The customer contacted beckman coulter inc (bec) to report a leak of blood tinged fluid coming from the front of the lh750 instrument. The customer described the leak as a clear with slightly red tint. Patient samples or treatment were not affected. The customer was wearing personal protective equipment (ppe) consisting of gloves, coat and eye wear at the time of the incident. No injuries occurred, no exposure (splashed or spayed) to mucous membrane or open wounds was reported, and medical attention was not sought. Service request was canceled by the field service engineer (fse). No additional information was provided. The root cause for the leak is unknown.